Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the customer was unable to test using the adc blood glucose meter due to the test not starting after the blood sample was applied to the test strip. On (B)(6) 2018, customer self-presented to the hospital and had contact with an hcp who diagnosed her with "blood sugar deficiency" and treated the customer with an unspecified IV medication that brought her blood sugar back to acceptable range. It should be noted that during the course of troubleshooting it was identified the customer was using expired test strips to test ((B)(6) 2013). No further information was provided by the customer as she declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided for the fs lite meter. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle strips was unable to be performed as the lot number provided by the customer for the freestyle strips was expired. Retain testing was unable to be performed for the freestyle strips as the lot number provided by the customer for the freestyle strip was expired. A tripped trend review was completed for the reported complaint and fs lite meter, and there were no trends that indicate any potential product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A caller reported that the customer was unable to test using the adc blood glucose meter due to the test not starting after the blood sample was applied to the test strip. On (B)(6) 2018, customer self-presented to the hospital and had contact with an hcp who diagnosed her with "blood sugar deficiency" and treated the customer with an unspecified IV medication that brought her blood sugar back to acceptable range. It should be noted that during the course of troubleshooting it was identified the customer was using expired test strips to test (31-mar-2013). No further information was provided by the customer as she declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.